Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing numbness, pain, and sciatic nerve damage.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Device 1 of 7. Reference MFR. Reports: 0002648920-2016-00175; 0002648920-2016-00176; 0001822565-2016-01360; 0001822565-2016-01362; 0001822565-2016-01364; 0001822565-2016-01366.